Event description:
Customer reported device = 418 mg/dl in the morning. Customer took 14 units of insulin. Customer stated some insulin leaked so customer took another 14 units. Customer went to work and "bottomed out". Emergency medical technician (emt) was called. Emt device= 41 mg/dl. Customer was given orange juice and an IV with sugar. Customer was taken to the hosp. Hosp =173, 201, & 203 mg/dl. Customer received an EKG and went home the same evening. Controls were used but values were not provided. A request was made for return product and replacement product was sent.